Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: review of the black box data revealed multiple call service 012/052/054 alarms recorded. The battery cap that was returned with the pump for investigation was intact, without damage and measured within specifications. The battery cap attached securely to the pump for investigation. On investigation, the pump powered on emitting two beeps and had functioning vibration; however, the display screen remained blank. There was no damage found to the power circuit of the pump and no evidence of moisture in the pump. A failed slave processor inside the pump was determined to be the cause of the perceived intermittent power issue. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.